Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation a mark was observed on the lens (no further detail given). The iol was explanted and exchanged without further incident and without harm or injury to the patient during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone aspheric rao600c batch 104255193 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 104255193. The device was retained and returned to rayner for evaluation. The iol was returned dehydrated and wrapped in gauze that was placed in the blister tray, the injector was not included in the return. Lens was inspected under x10 magnification and was found to be cut in half, indicating the damage occurred during the explantation. No marks were noticed on the surface of the lens, apart from tissue/blood artefacts and cut of the lens associated with the use of the surgical instruments. With lack of injector associated with this case, and due to the damaged nature in which the lens was returned, no further testing was possible. Product return inspection could not confirm the event as reported. No marks were noticed on the surface of the lens, apart from tissue/blood artefacts and cut of the lens associated with the use of the surgical instruments. Root cause of the reported event could not be established.

Event description:
On (B)(6) 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye, a mark on the lens was observed which necessitated explantation and lens exchange.

Event description:
On (B)(6) 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye, a mark on the lens was observed which necessitated explantation and lens exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation a mark was observed on the lens (no further detail given). The iol was explanted and exchanged without further incident and without harm or injury to the patient during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone aspheric rao600c batch 104255193 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 104255193. There is insufficient evidence and information available to determine the cause of the event.